Manufacturer narrative:
A020602: missing washer, tall spinous process clamp was noted to be missing a040103: inside procedure g2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that  the tall spinous process clamp was noted to be missing both washers. Without the washers the bolt can be completely removed. There was no reported delay to the case. No reported impact on the patient. It was reported that the issue was noticed prior to attaching the clamp to the patient. One washer fell off on the surgical mayo stand as the clamp was being expanded prior to attaching to the patient.